Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by surgeon and registrar that they were having difficulty with attaching the std 125 neck trial to the size 11 broach. Took the construct out and was able to attach, then re sunk broach and was able to run full trail with no issues. Surgeon noted that the broach trunnion may be bent. Couldn't view this in surgery. Limited impact on surgical time (less than 10 mins).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
Additional information was received: nothing was broken that generated parts. No adverse outcomes for patient outside a limited time delay. The patient's surgery was completed. It was the left side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d4 (lot, expiration date), d9, h4. Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : according to the information received, ¿loan corail instruments - during surgery was noted by surgeon and registrar that they were having difficulty with attaching the std 125 neck trial to the size 11 broach. Took the construct out and was able to attach, then re sunk broach and was able to run full trail with no issues. Surgeon noted that the broach trunnion may be bent. Couldn't view this in surgery. Limited impact on surgical time (less than 10 mins). However have advised loans team of issue and will be investigated when loan gear returns¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that the connection post of the broach corail amt 11 presents signs of deformation all over the edges. Additionally, scratches were observed around the surface of the post. No other defects that could have contributed to the reported event were observed. A functional test performed with a mating device laboratory (product code: d257000000). The assessment revealed that the broach was able to fully assemble and disassemble as intended. The reported complaint condition of "unable to assemble" was not able to be replicated. The condition of the post was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, heavy usage, impaction forces while the broach is to fully seated into the handle and excessive force in a prying motion. The overall complaint was confirmed as the observed condition of the broach corail amt 11 would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.